Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the dust cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the dust cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specifications due to the missing spring arm¿s dust cover, which contributed to the event. The available information does not indicate that upon the event occurrence the device was or was not being used for patient treatment or diagnosis. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing of spring arm¿s is low. As stated by the subject matter expert the metal spring arm¿s metal cover (dust cover) came out and can fell off the device. Performed investigation allowed to distinguish possible root causes for this malfunction: non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).

Event description:
Manufacturer's reference number ot (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.